Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 26 days after the dental implant was installed in intraoral region #24 it was verified its non osseointegration. 80 ncm of primary stability was achieved and immediate load was not performed.